Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a reading from her adc freestyle libre sensor that was subsequently believed to have been erroneously low, noting ¿they were off by 150-250 mg/dl¿. It was further reported that on (B)(6) 2018 customer received a ¿lo¿ (a reading less than 40 mg/dl) message so she self-treated with glucose tablets and orange juice. Customer subsequently experienced a loss of consciousness and ¿ended up in the hospital¿. At the hospital, customer was diagnosed with dka (diabetic ketoacidosis), but she could not recall the specific treatment she received. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported receiving a reading from her adc freestyle libre sensor that was subsequently believed to have been erroneously low, noting ¿they were off by 150-250 mg/dl¿. It was further reported that on (B)(6) 2018 customer received a ¿lo¿ (a reading less than 40 mg/dl) message so she self-treated with glucose tablets and orange juice. Customer subsequently experienced a loss of consciousness and ¿ended up in the hospital¿. At the hospital, customer was diagnosed with dka (diabetic ketoacidosis), but she could not recall the specific treatment she received. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.